Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery board in the charger was contaminated. The cause for the faults was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.

Event description:
Upon review of a (B)(6) female patient's flag files zoll customer support reported battery charger faults. The patient was contacted and issued a replacement battery charger/modem.